Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, interrogation was attempted with different programmers, but the subject ICD could not be interrogated. Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations to evaluate device replacement have been sent on (B)(6) 2017. The device was explanted and will be returned for analysis.

Event description:
Reportedly, interrogation was attempted with different programmers, but the subject ICD could not be interrogated. Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations to evaluate device replacement have been sent on (B)(6) 2017. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned ICD confirmed that the issue was most likely due to an internal interference leading to inductive telemetry deactivation.

Event description:
Reportedly, interrogation was attempted with different programmers, but the subject ICD could not be interrogated. Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations to evaluate device replacement have been sent on (B)(6) 2017. The device was explanted and will be returned for analysis.